Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate high when testing control solution. The reporter stated the subject meter was replaced by a pharmacy. This complaint is being reported because the alleged inaccuracy with control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.